Manufacturer narrative:
Evaluated three open and used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that the approximate size of air bubble was one fourth inch. The reservoir will be returned for analysis.